Manufacturer narrative:
Interrogation of the device revealed it was above eri. Based on the information, the device was found to communicate appropriate with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, the patient could not feel the vibratory alarm. No premature battery depletion was suspected and there was no indication of device eri. The device was explanted and replaced. The patient is stable.